Manufacturer narrative:
Clarification was received that the correct reagent lot number was 911265. Section d4, lot number and expiration date were updated. For patient 1: the repeat result from the siemens method was 37.0 ng/ml, performed on 25-mar-2026. Qc was acceptable. No maintenance issues or relevant instrument alarms were observed. Images from the sample foam detection (sfd) camera were reviewed. The images showed overall sub-optimal sample quality (sample clots, fibrin strands, tiny white particles, and oily film on the samples). The investigation determined the event was due to pre-analytical handling issues.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
There was an allegation of discrepant results for 2 patient samples tested for elecsys vitamin d total iii (vitamin d total iii) on a cobas e 801 analytical unit. Patient 1 initial result was 22.3 ng/ml. The dr. Questioned the low result and requested repeat testing. The repeat result from the siemens method was 37.0 ng/ml. On (B)(6) 2026, patient 2 result was > 120 ng/ml with a data flag. The repeat results were 39 ng/ml and 33 ng/ml. The repeat results were believed to be correct. Two reagent lot numbers were provided: 881659 with an expiration date of 30-sep-2026. 911265 with an expiration date of 31-jan-2027. Clarification as to which reagent lot was used has been requested but has not been provided.